Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator changeout procedure, externalized conductors were observed through imaging. The physician decided the lead does not need to be replaced and will just monitor the lead for now. The patient condition was stable before, during, and after the discovery of externalized conductors.